Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test. The device was received with loose/protruded drive support disk, scratched display window, and bleeding lcd glass.

Event description:
It was reported that the customer's insulin pump was stuck during the prime process. Advised the caller that the insulin pump would be replaced. No further information was provided.